Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'downstream occlusion failed' which was verified through a review of the event history log by the presence of 'downstream occlusion!' Messages, which were reproduced during evaluation. The cause was determined to be an out of specification force sensor which was recalibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "failed downstream occlusion". There was no known patient injury or medical intervention associated with this event. No additional information is available.